Manufacturer narrative:
Results evaluations codes: our manufacturing site is anticipating the receipt of the sample involved in this incident. Upon completion of the investigation, a full report will be submitted.